Event description:
It was reported that a patient was last seen in may and the last note was that the output current was at 2.25ma and at this appointment the interrogation showed that the output current was at 1.0 ma. It was also stated that the patient is averaging about 20 partial seizures a day over the last week and is being referred for a full replacement. No known surgical intervention has occurred to date. No additional or relevant information has occurred to date.

Event description:
The patient underwent a full replacement. The explanted devices were discarded and are not available for analysis. No additional or relevant information has been received to date.

Event description:
Additional programming history was reviewed which showed that the spontaneous change in settings was confirmed in valid as the root cause of the change in settings as due to a faulted diagnostic test and no final interrogation performed.